Event description:
The customer reported erratic dil-hcg (human chorionic gonadotrophin) results, for three patients, involving the unicel dxc 600i synchron access clinical system. This report is two of four referencing the patient on the event date noted. The sample was reflexed (automatic repeat) and generated a lower result. The customer then completed a dil-hcg retest, on the same instrument, and obtained a higher result. The customer stated the erratic results were not released from the laboratory. There was no patient impact associated with this event. The patients' samples were collected in plasma separator tubes and centrifuged at 2,600 rpm (rotations per minute) for ten minutes. The samples were clear in appearance and analyzed from the primary tube. No sample integrity issues were noted. The customer indicated quality control (qc) was within specifications prior to and following the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a faulty precision pump belt and replaced the belt to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the precision pump timing belt. A definitive root cause is unknown. (B)(6). All related medwatch reports associated with this incident: 2122870-2014-00599, 2122870-2014-00600, 2122870-2014-00601, 2122870-2014-00602.